Event description:
It was learned through implant patient registry that a 21mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 3 months due to heavy host tissue overgrowth degeneration. The patient presented with heart failure and shortness of breath. The explanted valve was replaced with a 21mm 11500a valve. The patient outcome at the end of the procedure as stable.

Manufacturer narrative:
Manufacturer narrative: updated sections g3, g6, h6 device code(s), investigation findings, and investigation conclusions. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was learned through implant patient registry that a 21mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 3 months due to unknown reason. The explanted valve was replaced with a 21mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: customer report of degeneration was confirmed through observed host tissue overgrowth. X-ray demonstrated band bent near leaflets 2 and 3 and commissure 3 bent outwards. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. As received, mechanical damage marks were observed on the free margin of all three leaflets near the commissures. Damages appeared serrated and did not penetrate leaflets. Most of the sewing ring was cut off around the valve and exposed the metal band on the inflow aspect. Cut off sewing ring fragment was not returned with valve. Wireform was exposed around commissures 1 and around leaflet 3. Two suture threads and a suture fastener remained attached on the sewing ring. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.